Manufacturer narrative:
Section d6a added implant date. D6b: date of explant is unknown the investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with an unspecified primary indication was implanted with an impella cp device for mechanical circulatory support. Several days after placement of the device, it began to display a high purge pressure. No further information is available, and the procedure outcome is unknown.